Manufacturer narrative:
(B)(4).

Event description:
The customer called to report that after changing the battery on their insulin pump the battery cap got stuck; it would not budge and went in crooked. The plastic part chipped. At the time of the phone call, the customer's blood glucose was 110 mg/dl. Also, the customer stated that after changing the battery, the insulin pump alarmed failed battery test. Since the battery cap could not be removed, troubleshooting was not possible. The customer was advised to discontinue the use of the insulin pump and revert to a back-up plan per their health care professional's instructions. The customer was advised that their insulin pump would need to be replaced. A replacement insulin pump was sent to the customer.

Manufacturer narrative:
Analysis results: no unexpected failed battery test alarms noted during testing. The insulin pump passed displacement test and off no power test. The operating currents were in specification. Stripped battery cap coin slot and cracked battery tube threads were noted. There were minor scratches on the lcd.

Event description:
The customer caller to report that after changing the battery on their insulin pump the battery cap got stuck; it would not budge and went in crooked. The plastic part chipped. At the time of the phone call, the customer's blood glucose was 110 mg/dl. Also, the customer stated that after changing the battery, the insulin pump alarmed failed battery test. Since the battery cap could not be removed, troubleshooting was not possible. The customer was advised to discontinue the use of the insulin pump and revert to a back-up plan per their health care professional's instructions. The customer was advised that their insulin pump would need to be replaced. A replacement insulin pump was sent to the customer.